Event description:
During service the device had failed accuracy test. Per service shop, the hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.